Event description:
Vent was alarming high pressure then went in op. Vent was tagged out and locked out. Rep from covidien inspected the vent and stated the filter needed to be replaced. New air filter, ok to use.